Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested and the following was obtained: -did 3 devices have fixation tab break during the procedure? The sales rep reported 3 devices. The following additional information was requested but unavailable: is the lot number available? Note: events reported via mw #2210968-2020-07011, 2210968-2020-07012. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that the patient underwent an unknown ob-gyn surgery on an unknown date and barbed suture was used. During the second stitch while putting a cross stitch at the beginning of suturing, the fixation tab broke into two pieces. There were no adverse consequences to the patient.